Manufacturer narrative:
The device history record review shows no issues were detected during the manufacturing process. One sample was received outside of the original package. The sample was visually and functionally inspected. During the functional inspection, leaking was detected between the connection of the tubing line and the bag. The reported failure mode will be treated as confirmed related to the manufacturing/production process. As part of continuous improvements, a corrective action has been opened. These actions are designed to prevent the reoccurrence of the reported defective condition. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Submit date: 18-apr-2019. Added the facility name and address to section e1 based off additional information received on 16-apr-2019.

Manufacturer narrative:
Additional information has been requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that there is a leak on the feeding set at the junction of the spike and tubing.